Event description:
It was reported, "thermal burn to left breast caused by heat from altrus handpiece. The affected area was dissected prior to suturing the operative site" the procedure was a sentinel node dissection.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. Without the return of the device, the serial number is not available; therefore, a DHR/lhr. Device history record/lot history record, review cannot be accomplished. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. This could be an operator error but without evaluating the suspected sample a conclusive determination cannot be made. This is most probably a user error where the recently utilized device with still hot jaws was inadvertently touched to viable tissue resulting in a burn. This conjecture is made for the initial complaint report stated that, "the product will not be returned for the device did not malfunction". The IFU, instructions for use, warns that, "the jaws of a recently activated handpiece may be hot enough to burn the patient or user, cause thermal damage to adjacent tissue, or ignite surgical drapes or other flammable materials. Ensure the handpiece jaws are not in contact with unintended tissue, surface or objects until they have cooled sufficiently". The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device disposed of by end-user.

Manufacturer narrative:
The altrus handpiece was discarded by the end-user. The original device or pictures of the device or "burn" were not available; therefore, an investigation on the suspect device cannot be accomplished. Upon completion of the quality engineering evaluation a supplemental report will be filed. Device discarded by end-user.